Event description:
The manufacturer received information that the air filters on a ds2adv auto CPAP device were turning black after only a few days of use, and the user expressed concern about inhaling black particles into their lungs. The user indicated that they were considering consulting an attorney to discuss the condition of the filters and has requested a replacement device. Additionally, the user reported experiencing breathing difficulties. The user was informed that the filters are functioning as intended, effectively preventing the inhalation of particles. Furthermore, the user was provided with the appropriate instructions for cleaning the filters. The user also mentioned that they are unable to return the device due to financial constraints, as they cannot afford to purchase a new one. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.